Event description:
The customer reported 3 problems: the sys shut itself down, the cine button was greyed out, and the mainframe displayed a charger failed error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problems. Suspect customer wall voltage sag caused charger failure error. System is operating as intended. (B)(4).